Manufacturer narrative:
Reported event: it was reported that the cutting tool was running during the case even when the trigger was released. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: product history review was not performed as the robot number was not provided. Complaint history review: review of complaints history record for the part number 209780 returned no complaints related to the failure alleged in this complaint. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
Burr coming on automatically in burr status and bone prep without holding down the trigger. Surgical delay >30 min mps- response approx 20mins and yes the patient was under. Case type: pka. Mps response: was the cutting tool still on when outside of the haptic boundaries? No.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Burr coming on automatically in burr status and bone prep without holding down the trigger surgical delay >30 min mps- response approx 20mins and yes the patient was under. Case type: pka. Mps response: was the cutting tool still on when outside of the haptic boundaries? No.